Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred in the past. Customer's blood glucose level was 251-253 mg/dl. Reportedly, customer performed a supply change to resolve the issue and resumed insulin delivery.

Manufacturer narrative:
D2b.